Manufacturer narrative:
(B)(4). Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was discarded and was not returned; therefore, a return sample evaluation is unable to be performed. (B)(4). A pneumoperitoneum is a known complication of a peg tube / j-tube placement. Per the instructions for use (IFU): to secure the peg tube, the peg tube should be pulled until elastic resistance is felt, keep under tension, secure fixation plate into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019 a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient had a gastroscopy due to vomiting. It was found that the patient had free fluid and a pneumoperitoneum in the abdominal cavity. The patient was hospitalized and received a naso- gastric tube with suction as treatment. The stoma site was also sutured due to its enlarged size.